Manufacturer narrative:
On 06/08/2017, a tandem clinical diabetes specialist (cds) reported that the high bg events were discussed with the customer. The pump settings were reviewed and adjusted. A different type of infusion set was to be used. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300s mg/dl) and correction boluses were delivered via the pump to address the bg level. The customer did not know the cause of the high bg. The customer reverted to using a non-tandem pump to manage diabetes. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.